Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
There has been an increase in impedances across the array and the user's hearing performance with the device is affected. The user was seen on the (B)(6) 2023 at which gpi was still high. The case will be discussed.

Event description:
There has been an increase in impedances across the array. The user cannot give any feedback on the hearing impression with the device. The user suffers from down's syndrome (trisomy 21). There are no known external effects. Massaging the implant site did not lead to any change on site. A headband and a stronger magnet cannot be worn due to the patient's disability and the clinic rejected this suggestion.

Manufacturer narrative:
Additional "information": according to the information received from the field, in situ measurements have shown high ground path impedance (gpi) over time, which has been possibly caused by a transient air bubble over the reference electrode, since the gpi once returned to a normal value and no impedance fluctuations have been noted on the electrode channels since. In addition, one channel shows high impedance due to undetermined reasons. The recipient will be monitored by the clinic, and the device remains implanted and in use at this time.